Event description:
The customer reported the hex head broke easily, a forty minutes surgical delay was reported. No adverse effects to the patient were reported as a result of this event.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Three lactosorb screws 1.5x5mm (part# 915-2316, lot#642330, manufactured on may 29, 2014) were returned without the original packaging. The screws were visually evaluated through the tyvek package as they were used in surgery, cannot be autoclaved, and are a potential biohazard. For all three screws the hex is attached. There are marks on the edge of the hex heads indicating use of the screws. All three screws have been fractured through the minor diameter of the threads. The remaining portion of the threads is deformed on all three screws. There are no indications of manufacturing defects. The most likely cause of the fractured screws is excessive force applied during use. Updated to reflect completion date of device evaluation; updated based on results of device evaluation.